Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.¿ UDI: (B)(4).

Event description:
The affiliate reported via email the knot pusher is too sharp and is damaging and ripping the suture during a shoulder arthroscopy on the knot that has been tied. The procedure was completed with same like product with two minute delay.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and evaluated. Visual observation under magnification revealed the device is worn and there are scratches and nicks on the surface of the distal end. This would cause the device to cut the orthocord. The reported failure could be confirmed. The rough distal edges on the device are consistent with it coming in contact with other sharp metal instruments probably during sterilization or storage. This failure can be attributed to mishandling of the device. From its visual appearance, it is evident that the device has seen heavy use. A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. A review into the depuy synthes mitek complaints system revealed no other complaints of any type for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
The affiliate reported via email the knot pusher is too sharp and is damaging and ripping the suture during a shoulder arthroscopy on the knot that has been tied. The procedure was completed with same like product with two minute delay.